Manufacturer narrative:
Additional information added to h3, h6 and h10 h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided video showed the product during treatment. A continuous dripping in the header area was visible. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 140h, an external dialysate leak was observed at the connection between the polyflux and the blue dialyzer connector on the machine side. The dialyzer and the blood line were replaced and the treatment was completed. There was no patient injury or medical intervention associated with this event. No additional information is available.